Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 72 hours, ongoing) and amikacin injection (125mg, every day, ongoing) for peritonitis. One day after the event onset, the patient was hospitalized for the event. It was reported that three days after event onset, the patient passed away. The cause of death was reported as due to cardiac arrest. It was reported an autopsy was not performed. It was reported that the patient was recovering from peritonitis and pd therapy was ongoing prior to and at the time of death. No additional information is available.